Manufacturer narrative:
The products were not believed to be explanted post-mortem. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The physician contacted the field representative and reported that the hospital had tried to reach the patient to schedule the surgical intervention but was told the patient had died. The cause of death was not known.

Manufacturer narrative:
An updated report will be submitted once additional information is received.

Event description:
Boston scientific received information that this device recorded a code 1005 alert indicative of open shock lead fault. A request was made to have data from this device analyzed. Data analysis confirmed the presence of code 1005 and recommended surgical intervention to evaluate the device and right ventricular (rv) lead integrity. Based on the available information the device and lead remain implanted at this time.